Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt called in regards to their neurostimulator and said their ins had not helped them at all since they got it implanted on (B)(6). When the ins was put in the pts back was leaking where the incision was for about a week. The pt went back to the pain center who put them on another antibiotic. Now it felt like it was leaking but not for it gets hot or cold. Pt saw another doctor who said there was a scab and they were not sure if it was infected. Pt said they had spondylosis for a bone flipped in their vertebrae going to a sciatic nerve so the pt did not think anything would help except surgery stability. The pt had two different surgeries but they had pain all the time. The pt was now wanting their ins removed and possibly get back surgery. Pt said it was not doing them very good and it was getting very annoying so they stopped using the equipment. Pt said you had to be a magician to use the equipment. Pt said it had been miserable and now the pt wanted to know if they could have an MRI. The pt was told they needed to have their ins removed in order to get an MRI. Pt noted they had not used their medtronic device and it was not charged up. Pt said their ins was not making it worse or better; the pt had been in pain for so long it was ridiculous and unbearable for the pt could not sit down. The pt talked to another doctor to talk about their ins who maybe did surgery 5 years ago on the pt and it sounded like a process. During call pt attempted to recharge their ins and got battery low recharge the implanted device soon. After repositioning the rtm the pt was finally got recharging excellent. Pt will charge their ins then call back for assistance on entering MRI mode. (B)(4).

Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient product ID 97755 . Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown: product type programmer, patient product ID 97755 serial# unknown: product type recharger g3. Correction (previously missing) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.